Event description:
During follow-up, a high ventricular rate (hvr) episode due to noise from the right ventricular (rv) lead was observed. Lead explantation is anticipated to resolve the event. The patient was stable with no adverse consequences.